Event description:
It was reported that following a cardiac catheterization that the hospital staff accidently pulled on the cleo® 90 infusion set removing the device. The patient did not notice until the blood glucose level rose. The reading at the time of the event was 528mg/dl. The high blood glucose was addressed by a bolus (humalog) through the pump. The patient placed a new device. There was no injury to the patient.